Manufacturer narrative:
R&d engineering was provided a copy of the pump logs and confirmed the customer¿s complaint that the device alarmed with power off power on replace pump if continues alarm. This was verified through review of the event alarm logs history. Device alarmed with both distal occlusion followed by distal pressure sensor 2 failure on 12/20/2022. Error alarm e346 distal pressure sensor 2 failure would have caused the power on power off replace pump if continues error message. No repairs were conducted at this time. The device passed self-test with no error alarms. The device passed all pvt tests. ICU then ran the customer¿s protocol of line a: started norepinephrine (4 mg / 250 ml) for 200 ml at dose 0.1 mcg/kg/min (patient weight 86.7 kg) = 32.5 ml/hr. For 6:09 hrs. Device delivered 202.82 ml of total fluid after 6 hours and 9 minutes of delivery time. The device did not alarm during protocol. Device passed customer¿s protocol. ICU could not duplicate the customer¿s reported complaint of power off power on replace pump if continues through physical testing. The probable cause in history is confirmed but not duplicated. Strongly recommend that the air and pressure sensor system either be re-calibrated / replaced engineering then evaluated that the customer¿s report of events is confirmed by the logs (spec. That the pump stopped infusing and instructed that the power be cycled off and on. Engineering evaluated the cause was the pump responding (as per design) to a pressure spike detected that exceeded the sensor designed range. The designed response is to raise both a distal occlusion and an e346 pressure sensor alarm (which includes the msg to power cycle the device and return for repairs if the alarm continues). Engineering evaluated that the pump performed correctly per design, both in delivery accuracy and in response to a pressure spike detected in the distal line that exceeded the sensor range. The cause of the pressure spike (whether an improperly administered bolus or some other cause) is not determinable from the pump logs. Engineering recommended, out of an abundance of caution, and due to the patient harm, that was reported, that the device be returned to ICU medical for verification testing of (in particular) the distal pressure sensor.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 360 infusion pump. It was reported the pump was actively infusing medication and ¿turn off, turn on¿ showed on the screen. This happened in the middle of a code and the patient did not survive. When the pump was picked up, the battery showed 3 out of 4 bars full. The unit alarmed and it was operating in ac mode. The facility stated they were able to pull the pump logs however they did not save it. The description of the adverse event, the emergency procedures and or treatment that were administered information is not available.